Event description:
Doctor reported implant infection # 37, so it was removed and leaving to heal. Patient would have to return to place a new implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown/not provided. G4: premarket identification k101880. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.